Event description:
The user facility reported during a patient procedure that the headrest on their 3085 sp surgical table moved downward without being commanded to do so. There was no report of injury or procedure delay. The procedure was completed successfully.

Manufacturer narrative:
A steris service technician arrived on-site to inspect the 3085 sp surgical table and found no issues with the function or operation of the table or headrest. The table was tested, confirmed to be operating to specifications, and returned to service. The 3085 sp surgical table operator manual states, "operating instructions sec. 4 sub-section 4.1 attach headrest and orient patient b. Reach under tabletop frame and fully tighten both thumbscrews (one on each side of frame) to secure headrest attachment in place." The operator manual further states, "warning personal injury hazard: when in-stalling any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory." The technician counseled user facility personnel on the proper installation and use of the headrest to ensure full engagement. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.